Event description:
On (B)(6) 2014, it was reported that the audio bolus button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was found to the audio bolus button cover. Investigation revealed that the audio bolus button responded properly. The button cover was removed and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.